Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: 2025-06082.

Event description:
A facility representative reported that intraocular lens (iol) damaged while being loaded. There was no patient contact. Additional information has been requested. There are two medical device reports associated with this file. This report is associated with the 2 of 2 files.